Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The removal was done due to soft tissue irritation. The removal was successfully completed on (B)(6) 2021.

Event description:
It was reported that on unknown date, the surgeon will be removing a distal radius plate of a currently unknown patient on (B)(6) 2021. Patient status is unknown. No further information is available. Concomitant devices reported: unk - screws: trauma(part# unknown, lot# unknown, qty unknown). This complaint involves (9) devices. This report is for (1) unk - screws: distal radius. This report is 7 of 9 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. This report is for an unk - screws: distal radius/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.